Manufacturer narrative:
Product event summary: a partial lead (in portions) was returned for evaluation. The distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's relative that the patient was "getting shocked quite a bit" and their ¿lead defaulted¿. Follow-up with the clinic revealed that the patient had experienced muscle stimulation in the area of their shoulder, and the right ventricular (rv) lead had an unknown performance issue. The rv lead was removed and replaced. No further patient complications have been reported as a result of this event.